Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer concerning patient with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported the patient saw her healthcare provider (hcp) a week ago and a representative was there to program the device. The patient wanted the device reprogrammed was because it was taking her forever to charge her device. The patient said the rep told her that with the new programming, she would not have to charge as long. The patient has found the programming is not covering her major pain as well as the previous setting. The patient was trying to change from group a to group c, but it kept going back to group a. Troubleshooting revealed that the patient was not pushing the sync button after navigating to group c. During the call the patient was able to change from group a to group c. The patient also reported that she was going to be getting a new battery because of it taking her forever to charge. The patient was seeing a healthcare provider in (B)(6) to discuss a new battery. No further complications were reported/anticipated.